Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated that after performing testing on the axsym digoxin iii assay, error code # 1118 (invalid test result, intercept too low) and error code # 1063 (invalid test result, correlation coefficient too low) was generated on pt samples. There was no impact to pt mgmt reported.